Event description:
While deploying the 5f x 3cm boston scientific advanix pancreatic stent, the jagtome came out but not the pancreatic stent. Stent ended up getting stuck in the scope and removed. Tried placing another 5f x 3cm stent and it happened again. FDA safety report ID # (B)(4).